Event description:
During the transfemoral tavr procedure, the valve was successfully deployed however it was noted that the balloon appeared to rupture at the end of deployment. Initially the physician noted high insertion forces at the external iliac during advancement of the 23mm novaflex+ delivery system through the 16f esheath. The access vessel minimum luminal diameter was 6.1mm, and the vessel was moderately calcified and severely tortuous. The delivery device was able to be advanced through the esheath and successfully aligned in the descending aorta. The valve was successfully deployed; however, the balloon ruptured at the end of deployment. The delivery device was successfully removed with no observed damage to the patient. The patient¿s access vessel was closed and the patient was sent to recovery in stable condition. Per report, the perceived cause of the balloon burst was questionable trauma to the delivery system during through the tortuous iliac area, requiring high passage force.

Manufacturer narrative:
Additional information: per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was returned to edwards for evaluation. The device was visually inspected and a tear was observed in the radial and longitudinal direction. Under magnification, scratches were noted adjacent to the tear. Due to the torn condition of the balloon, no applicable functional testing could be performed. Single wall thickness measurements were taken along the proximal, middle and distal sections of the balloon, and all met specification. A detailed root cause analysis for balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis reveals that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. During manufacturing, the balloons are 100% visually inspected per standard operating procedure for defects and cosmetic appearance under minimum 2.5x magnification. In addition, the delivery system undergoes multiple 100% inspections. These inspections during the manufacturing process, and testing performed during the product verification process, support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for balloon burst was confirmed. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. Scratches were observed on the balloon adjacent to the tear and are indicative of contact with calcification. Therefore, the complaint event was most likely due to patient factors (calcification) and procedural factors (questionable trauma to the delivery system while advancing through the tortuous iliac area, requiring high passage force). No manufacturing non-conformities were found in the returned sample. In addition, the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Available information suggests that patient factors contributed to the event. A review of the complaint history for (B)(4) 2015 revealed that the occurrence rate did not exceed the control limits for this trend category. No corrective or preventative action is required.

Manufacturer narrative:
Evaluation result: the novaflex+ delivery system was returned to edwards lifesciences for evaluation. Preliminary visual evaluation revealed axial and radial tears on the balloon; however, the balloon burst tear direction was unable to be determined. No abnormalities were observed on the balloon. The investigation is ongoing.